Event description:
A posterior capsule tear occurred and anterior vitrectomy was necessary. Reporter noted vitrectomy cutter was not working. Tried two different handpieces. Felt pump sounded different.

Event description:
Follow-up info indicated posterior capsule tear occurred after phaco. Pt was referred to a retinal specialist for ppv. Pt reportedly recovering well.